Event description:
It was reported that the patient experienced overstimulation and non-target stimulation. It was also noted that the patient had pain at the pocket site. The patient underwent a revision procedure wherein the ipg was replaced, and the pocket was moved. The patient was doing well postoperatviely.

Manufacturer narrative:
Sc-1232 (sn: (B)(6)). The returned implantable pulse generator (ipg) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced overstimulation and non-target stimulation. It was also noted that the patient had pain at the pocket site. The patient underwent a revision procedure wherein the ipg was replaced, and the pocket was moved. The patient was doing well postoperatively.